Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range shock impedance measurements, with instances exceeding 200 ohms on the non-boston scientific right ventricular (rv) lead. The health care professional (hcp) discussed the vector breakdown and isometrics test results with technical services (ts), which did not revealed any abnormalities. Ts suggested to continue monitoring the patient and provided indications to ensure therapy is not compromised if impedance measurements reach 200 ohms. No adverse patient effects were reported. This crt-d remains in service.